Manufacturer narrative:
The devices were not returned for investigation. The angiograms were obtained by essential medical and confirmed a dissection was present. Dissections are a common large bore procedural complication. Additionally, it was noted the user pulled the manta past the correct deployment depth and the proctor advised removing the manta device to perform the deployments steps with a new manta. However, if the user advanced the device slightly after pulling past the deployment depth this could lead to a dissection. Therefore, it is a possibility that the dissection could have been caused by either the procedural sheath or the manta device. The following adverse event related to the deployment of vascular closure devices has been identified in the us IFU: local trauma to the femoral or iliac artery wall, such as dissection. The risk documentation was reviewed, and this is a known risk. The occurrence levels for this incident was determined to be below risk documentation acceptable limits. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The IFU states that stenosis and dissection are two possible adverse events related to deployment with manta. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on a female patient on (B)(6) 2019. While deploying manta the physician pulled manta 1 cm past pre-determined deployment depth. Teleflex trainer advised physician to pull manta all the way out and use a new manta. The deployment with the new manta was said to go well, and immediate hemostasis was reported. Post procedure angiogram showed total occlusion. A balloon was advanced from the contralateral side and inflated for 2 minutes. Flow was restored, but a dissection was seen upon post balloon angio. Physician chose to place covered stent to resolve the dissection. Patient was reported to be fine following the procedure.